Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating the tracheostomy tube was tested for leaks prior to intubation; no leaks were found during test. The device was intubated and in use with the pt for an unk amount of time when the device reportedly began leaking at the cuff. No incident related medical sequela was reported.